Event description:
The customer reported the system intermittently failed to display an image thereby locking up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. However, the circuit boards were released proactively. The system was found to be operating as intended.